Manufacturer narrative:
Based on the information provided, review of the IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants.

Event description:
The patient had left side si joint arthrodesis in or around 2016 where three implants were installed. The patient later reported to a different surgeon with si joint and spine pain complaints. The surgeon decided to remove all the implants and begin a fresh patient diagnosis. In (B)(6) 2020, the surgeon removed all three implants using chisels as they were solidly fixed in bone. No additional hardware was installed. The surgeon did not indicate that any of the implants were malpositioned or loose. The status of the patient following the revision procedure is not known.